Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 291 mg/dl with small ketones. The customer delivered a correction bolus and also took a manual injection of insulin. During troubleshooting with tandem technical support, several air bubbles and some air gaps were noted. The customer expelled the air bubbles and air gaps by performing fill tubing. The customer's bg levels were reported to be coming down.